Manufacturer narrative:
B3: event date is month and year valid.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that they are trying to charge the implant but it keeps "failing". Caller mentioned that they got a hard jolt when their cat ran into the controller and ripped the ac power cord when controller was plugged into the wall in december. Caller also mentioned that the controller hit the wall hard and has not been working since. Caller noted that the ac power cord has a tear and can see a wire. Patient stated that the green light will start blinking on the controller and then it just goes dead. Pt confirmed no visible damage to the recharger, battery pack, or controller port. Pt also mentioned they were in for an MRI not even a week ago and they successfully entered MRI mode on the controller but the doctor said implant did not fully "shut off". Pt said there was still "activity" on the machine they use for their defibrillator. Pt said they took battery out of the controller and everything "cleared up". Pt mentioned they have vision issues. The issue was not resolved through troubleshooting. Agent sent email to repair to replace the ac power supply, battery pack, and controller.

Event description:
See h11.

Manufacturer narrative:
B2 correction: the prior supplemental submission indicating an outcome of "other" was submitted in error and b2 should be left blank. G3 correction: the date for follow up number 002 should have been 2024-04-18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
B2 outcome: the outcome was an es2ps2 as it was indicated from the manufacturer representative (rep) letter "the patient took the battery out of the controller and the issue was resolved". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Information was received from the manufacturer representative (rep). It was reported that the cause of the implant jolting/shock and MRI issues was not determined. The patient took the battery out of the controller and the issue was resolved. Patient received a new controller and the issue has not returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.